Event description:
It was reported that the patient experienced syncope. It was also reported that the right atrial (ra) lead exhibited high thresholds, high impedance, no capture, and was fractured, and the right ventricular (rv) lead exhibited fracture, high and varying impedance, intermittent and no capture, high thresholds. Noise, oversensing and caused pauses to be experienced by the patient. It was also noted that the patient experienced occlusion on the left side of their heart. The rv and ra lead were capped and replaced with a single chamber implantable pulse generator (ipg) system implanted on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 5076-45 lead implanted (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was also reported that the right ventricular (rv) lead exhibited fracture, high impedance, intermittent capture, noise, oversensing and caused pauses to be experienced by the patient. Both the leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced syncope. It was also reported that the right ventricular (rv) lead exhibited varying impedances and high thresholds. The rv and ra lead were explanted and replaced.